Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: malposition in tube") and menorrhagia ("excessive and abnormal bleeding during menstruation") in an adult female patient who had essure (batch no. 626220, 626214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "attempted thermachoice endometrial ablation complete rollerball endometrial ablation". The patient's past medical history included menometrorrhagia and endometrial polyp. Previously administered products included for an unreported indication: oral contraceptive nos. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy mccall culdoplasty and cystoscopy) and surgery (on (B)(6)2009 underwent a hysterectomy). Essure was removed in december 2009. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown and the vaginal infection and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, menorrhagia, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure removal dates: (B)(6)2008 & (B)(6)2009 also in essure insertion dates: (B)(6)2008 & (B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2008: patent left fallopian tube a essure procedurefter most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: events device dislocation, vaginal bleeding, dysmenorrhea, lower abdominal pain, vaginal infection, vaginal discharge,medical device monitoring error were added. Lot number & lab data updated. Concomitant & historical drugs , conditions are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: malposition in tube") and menorrhagia ("excessive and abnormal bleeding during menstruation") in an adult female patient who had essure (batch no. 626220, 626214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "attempted thermachoice endometrial ablation complete rollerball endometrial ablation". The patient's past medical history included menometrorrhagia and endometrial polyp. Previously administered products included for an unreported indication: oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy mccall culdoplasty and cystoscopy) and surgery (on (B)(6) 2009 underwent a hysterectomy). Essure was removed in (B)(6) 2009. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown and the vaginal infection and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, menorrhagia, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure removal dates: (B)(6) 2008 & (B)(6) 2009. Also in essure insertion dates: (B)(6) 2008 & (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: patent left fallopian tube a essure procedure after. Lot number: 626214 manufacture date: 2007/11 expiration date: 2009/10. Lot number: 626220 manufacture date: 2007/11 expiration date: 2009/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical problem). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2009 underwent a hysterectomy). Essure was removed in (B)(6) 2009. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.